Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: "caution: in order to reduce the risk of complications, hand injection or continual introduction of heparinized saline solution should be maintained through the catheter and any intraluminal device. Heparinized saline solution reduces retrograde flow of blood into the catheter during coil delivery and reduces the potential for premature coil thrombosis, contrast crystal formation and/or clotting on both the coil and inside the catheter lumen." However, as per event description the flush performed during the procedure was intermittent. (B)(4).

Event description:
It was reported that removal difficulties and snaring occurred. The target lesion was located in the moderately tortuous and moderately calcified internal iliac artery. A 8mm x 40cm interlock¿-35 was selected for use. When the coil was delivered, difficulty was encountered from about two-thirds of where the coil was placed and it became stuck in the catheter. When the physician attempted to pull the coil back once forcefully, the coil separated and detached from the interlocking part. The detached coil was retrieved by snaring. The procedure was completed with a different device. No further patient complications were reported and patient's status was stable.